Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that her onetouch ultra2 meter displayed an ¿apply sample¿ message. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that the meter issue began on (B)(6) 2014 at an unspecified time. The patient detailed that she manages her diabetes with oral medication, diet and exercise and continued following her usual diabetes management routine in response to the alleged issue. The patient claimed that at an unspecified time after the alleged meter issue occurred she developed a symptom of feeling ¿sweaty¿, but denied receiving any treatment. During troubleshooting, the cca noted that the customer had been using the correct test strips but did not follow the correct testing process. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.